Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This device was explanted.

Manufacturer narrative:
This supplemental report was created to update the initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This device was explanted.